Manufacturer narrative:
Device manufactured between may 25, 2020 to may 26, 2020. The device was received for evaluation. A visual inspection was performed which observed damaged and clamp closed with no difficulty. The cause of the condition was due to a supplier manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned clamp from a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag, damage was identified. There was no patient involvement. No additional information is available.